Event description:
After submission of vascular solutions' initial 30-day medwatch report, vascular solutions has learned that the pt underwent surgical irrigation of a puncture site infection, rather than surgical intervention for an occluded right femoral artery.

Event description:
The duett sealing device was deployed following a diagnostic procedure through an 8f sheath via the right femoral access. The duett deployment was uneventful; however, several days after the duett deployment, a patient underwent surgery for an occluded right femoral artery.